Event description:
A pt was implanted with a pangea construct for a spondylolisthesis at l5-s1. Two weeks later, one of the screw heads broke off and another screw broke out. The pt was returned to the operating room for revision with the uss fracture system at l4-l5-s1. This report is #1 of 2 for the same event.

Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn at this time. Synthes USA became aware on (B)(4) 2010. We are filing this report based on the date synthes USA became aware.